Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient and the health care provider have lost confidence in the pump. The patient has trace ketones, a blood glucose of 406 mg/dl with abdominal pain, nausea, polydipsia, and polyuria. During troubleshooting, customer support found no potential cause of a perceived inaccurate delivery issue and referred the patient to hcp for diabetes management. The basal delivery totals in tdd did not match, due to the patient having edited the basal screen. This complaint is being reported as the patient experienced hyperglycemia.

Manufacturer narrative:
Follow-up #1: date of submission 12/24/2015 device evaluation: the device has been returned and evaluated by product analysis on 12/10/2015 with the following findings: no defect was found. Unable to duplicate the complaint. The black box shows a loss of prime event on (B)(6) 2015 00:26; deliveries resumed at (B)(6) 2015 11:07. Pump history shows a 0.00u basal rate from (B)(6) 2015 16:37 to (B)(6) 2015 10:37. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. No alarms recorded during 24hr duration testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.